Event description:
It was reported that the patient called boston scientific technical services (ts) with concerns of lung perforation from this right atrial (ra) lead and reported experiencing chest pain. Boston scientific sales representative reported that the information provided by the physician was that the patient returned to the health care facility with an effusion, and that fluoroscopy examination was performed. An increase in capture thresholds from this right atrial (ra) lead was noted. The device remains in service. No additional adverse patient effects were reported.